Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device evaluation and results not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: " in this elderly, post-menopausal female two peri-prosthetic fractures occurred after a fall requiring open reduction/internal fixation and femoral stem revision twelve days after the primary hip arthroplasty surgery and before firm biologic fixation could occur. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed based on the available information and concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event.

Event description:
It was reported that there was a periprosthetic fracture due to fall. Removal of primary stem, reconstruction, reduction and fixation of 2 fractures with dall miles cables and conversion to restoration modular hip.

Event description:
It was reported that there was a periprosthetic fracture due to fall. Removal of primary stem, reconstruction, reduction and fixation of 2 fractures with dall miles cables and conversion to restoration modular hip.

Manufacturer narrative:
Medical records and x-rays have been received. A supplemental report will be submitted upon completion of the investigation. Device not available.